Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the atrial channel. In addition, the left ventricular (lv) lead experienced increased threshold. The device has adapted to provide acceptable safety margins and the leads remain in use. No patient complications have been reported as a result of this event.